Event description:
It was reported that the patient had an infection on both ipg and lead incision following an implant procedure. Signs and symptoms of soreness and redness were noted at the anchor site. The physician was unsure and does not know if the infection was device or procedure related. The patient was placed on antibiotics. The patient was doing well. Additional information was received that the patient underwent a procedure wherein the ipg site was irrigated and the lead and anchor were explanted. The patient was placed on intravenous (IV) antibiotics. The explanted devices were not returned.

Event description:
It was reported that the patient had an infection on both ipg and lead incision following an implant procedure. Signs and symptoms of soreness and redness were noted at the anchor site. The physician was unsure and does not know if the infection was device or procedure related. The patient was placed on antibiotics. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear fixation, upn: m365scsc43160, model: sc-4316, batch: (B)(6).

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month after the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7128662/7131585.

Event description:
It was reported that the patient had an infection on both ipg and lead incision sites following the implant procedure. Signs and symptoms of soreness and redness were noted at the anchor site. The physician was unsure and does not know if the infection was device or procedure related. The patient was placed on antibiotics. The patient was doing well.